Event description:
During initial testing at the service center of the docking station that was being used with the gemstar pump reported as 9615050-2012-00611, charring was noted. The initial report indicated, "the customer contact reported sparks. On an unspecified date and time, the device was programmed to deliver bupivacaine 0.12% with fentanyl 2mcg/ml. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported while the nurse was changing a solution container that was hanging on the same IV pole above the device, an unspecified volume of fluid spilled into the device. At that time, the nurse reported sparks from an unspecified location of the device and a burning smell. The device was removed from clinical use. Therapy was resumed with a replacement device. There were no reported adverse effects to the pt or staff and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided."

Manufacturer narrative:
One docking station was received and evaluated. Testing and investigation found that internal to the device, the live and neutral terminals were blackened. This was due to electrical short. The cause of the electrical short was due to fluid spillage. An indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.